Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. His blood glucose level was either 84 mg/dl or 114 mg/dl but his sensor glucose reading was 279 mg/dl. The customer received a no delivery alarm. He had an issue linking up his sensor to his insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.